Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: unknown. Specific component(s) involved: other component malfunction, specify. Other component: contact bearings; gen. Wear/tear. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.